Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated pinhole in adhesives around objective lens, light guide lens and metal particle around lever arm. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (metal particle around lever arm) was not established. The most probable cause of the complaint (pinhole in adhesives around objective lens, light guide lens) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.